Event description:
It was reported that during the delivery of the fx delivery catheter system (dcs), a perforation of the right common iliac artery occurred. An angiogram confirmed the perforation of the vessel. The patient experienced a bleeding event that could not be controlled, resulting in a significant drop in blood pressure. The patient's anatomy was described as tortuous, calcified and aneurysmal, which made the passage of the dcs difficult. Despite the vascular surgeon's attempts to control the bleeding, the patient did not survive. It was noted that the minimum diameter of the access vessel was 9.9 mm. Per the physician, the delivery catheter system (dcs) caused the perforation. Per the physician, the dcs cannot be excluded as a contributing cause to the death.

Manufacturer narrative:
Continuation of d10: product ID: {evolutfx-34}; product type: {0195-heart valves}; elect patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that per the physician, the cause of death was due to a rupture of the common iliac artery/aorta while attempting to advance the delivery catheter system (dcs).

Manufacturer narrative:
Updated b.5, d.4, h.6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: medtronic received vague information detailing an adverse event while using a medtronic device. This event was reported with the limited information available at that time. Additional information was requested and when obtained, it was confirmed this event is a duplicate to an event previously reported. Let this regulatory report submit these events are one and the same. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the delivery of the fx delivery catheter system (dcs), a perforation of the right common iliac artery occurred. An angiogram confirmed the perforation of the vessel. The patient experienced a bleeding event that could not be controlled, resulting in a significant drop in blood pressure. The patient's anatomy was described as tortuous, calcified and aneurysmal, which made the passage of the dcs difficult. Despite the vascular surgeon's attempts to control the bleeding, the patient did not survive. It was noted that the minimum diameter of the access vessel was 9.9 mm. Per the physician, the delivery catheter system (dcs) caused the perforation. Per the physician, the dcs cannot be excluded as a contributing cause to the death. Additional information was received that per the physician, the cause of death was due to a rupture of the common iliac artery/aorta while attempting to advance the delivery catheter system (dcs).